Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor break. The customer's blood glucose reading was unknown. The customer stated that the sensor broke when it was jammed inside the serter, making the sensor unusable. The sensor will not be returned for analysis.